Event description:
This device case, which does not involve an adverse event, reported by a health care professional, who contacted the company with a product complaint, concerns a male of unk origin. The pt's medical history and concomitant medications were not provided. The pt was taking an unspecified medication via a humapen ergo, burgundy/clear (lot number 40199) for an unk indication. The person operating the device was unk. It is unk if the operator of the device was trained. The pen was reported to have two engagement tabs broken, the device broken and pen body peeling off. The device was returned to the company in nov 2005. Initial analysis by the affiliate quality control department found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the manufacturer for additional evaluation.